Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor assembly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked belt clip slot. The insulin pump received without the original belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had been exposed to humidity from pool water and began making a high pitched squeal. The customer did not know the blood glucose reading. The customer stated that she covered the insulin pump with a wet towel. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.